Event description:
User experienced an on-going issue with discrepant calcium results. Pt samples were pulled to evaluate assay performance after the service visit. Four of the samples pulled were noted to have had erroneous results. Pt 1, initial result 8.8 mg/dl, repeat 8.0 mg/dl. Pt 2, initial result 9.6 mg/dl, repeat 8.8 mg/dl. Pt 3, initial result 7.4 mg/dl, repeated twice gave 7.0 and 6.5 mg/dl. Pt 4, initial result 9.4 mg/dl, repeat 8.7 mg/dl. Sample results were not reported. It is unk if the four samples, when originally tested, had calcium tests ordered and what the results were. Although user received these erroneous results on this comparison, it appears they are still running the test and reporting results. Doctors questioned the results and requested redraws for calcium results. No add'l pt results could be provided. User does not think any pts have been treated based on erroneous results. The field service rep determined possible system contamination to be the cause and he decontaminated the analyzer. Performance tests performed which were within spec.